Event description:
It was reported via repair work order that the bed exit was not alarming due to malfunction load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.